Event description:
Wife of home patient (hp) reports difficulty priming pt line of homechoice set. Wife reports hp was able to prime line after a reprime attempt. No pt injury or medical intervention required per spouse.